Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer's blood glucose value was 22.8 mmol/l at the time of the incident. Current blood glucose was 22.8 mmol/l the customer was assisted with troubleshooting and declined for high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer will not returned device for analysis.